Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 3 unspecified bd eclipse needles contributed to the following problems during use. Leakage(1), blood exposure(1), infection(1) the following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (1), leakage (1), and infection (blood stream bacteraemia, sepsis etc.) (1). Please see full survey response on attached excel file. Additional information related to infection: "bacteremias.""

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 3 unspecified bd eclipse needles contributed to the following problems during use. Leakage(1), blood exposure(1), infection(1). The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (1), leakage (1), and infection (blood stream bacteraemia, sepsis etc.) (1). Additional information related to infection: "bacteremias.""